Event description:
It was reported the patient had his spectra penile prosthesis explanted and replaced for an unknown reason. Additional information was requested and not provided. No patient complications were reported in relation to this event.